Event description:
Customer reported a motor error that she was unable to clear. She stated that the motor error alarm occurred during a bolus. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Customer was assisted in clearing the alarm and stated that she was able to rewind the insulin pump. The blood glucose reading was 162 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No motor error alarm was noted. The motor was tested outside of the device and passed the motor test. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.